Event description:
The pt experienced intermittent stimulation for about 3-4 weeks and was seen in clinic. The pt had 2 stimulation programs. Program a2 had an impedance greater than 4000 ohms. Impedances were greater than 40000 ohms (program not specified). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.